Event description:
A report was received that the patient was experiencing charging difficulties and was having trouble coupling charger to the ipg. It was noted that the ipg was buried too deep. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient confirmed that it¿s charging issue resolved by itself. No further course of action.

Event description:
A report was received that the patient was experiencing charging difficulties and was having trouble coupling charger to the ipg. It was noted that the ipg was buried too deep. The patient will undergo a revision procedure wherein the ipg will be relocated.